Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a dexcom g7 continuous glucose monitor (cgm) after consuming a full-sugar pudding near bedtime without announcing the meal, with the highest cgm reading of 257 mg/dl over approximately 75 minutes and use of a contact detach infusion set on the abdomen. Symptoms included a sensation of head warmth. Outcomes included no alerts or alarms and no need for medical intervention or hospitalization. Investigation included user communication, review of cgm data, and troubleshooting education focused on proper meal announcement and use of the system. Investigation of this case revealed no device malfunction and indicated user-related use error associated with a missed meal announcement, with no evidence of infusion set or sensor failure. It was concluded, based on previously established findings for similar reports, that the cause was user error due to missed meal announcement.

Manufacturer narrative:
Initial.